Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the subject device had foreign material in the nozzle indicating incorrect or insufficient reprocessing; however; the customer returned the device without reprocessing which caused the foreign material to remain in the nozzle. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the air/water duct was clogged, and they could not reprocess the device. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign material in the nozzle and insufficient or incorrect reprocessing scope. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle and insufficient or incorrect reprocessing scope).

Manufacturer narrative:
D4: UDI not available; device not distributed in us. The device was returned to olympus, during testing and inspection: the nozzle is clogged with a plastic like material like a very thin plastic sheet indicating that an insufficient or incorrect reprocessing scope was utilized. Testing and inspection confirmed the customer¿s complaint, the air/water duct as clogged. Additionally, the following was also found: grip has discoloration, scope cover has discoloration, control unit has discoloration, air/water cylinder has discoloration, scope cylinder has discoloration, right/left knob has discoloration, up/down knob has discoloration, switch box has discoloration, plug unit has a scratch, label on scope connector is damaged, due to a chip on connector-cover, insulation resistance value at distal end does not meet the standard value, due to clogging of nozzle, no air is fed, due to wear of angle wire, bending angle in up/down/right/left direction does not meet the standard value and the adhesive on the bending section cover has a crack. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.